Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 was failed. A field service engineer (fse) identified that the full-height matrix drawer only opened with physical assistance during solenoid activation due to excessive friction from the inner lining. On closer inspection, two dividers were pushing outward against the liner, increasing resistance. The fse rearranged the dividers to remove the outward pressure. After this adjustment, the drawer was tested in both the main and test applications, and no further errors were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer failure continuously. The customer reported that there was a delay in dispensing the medication and they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.